Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h4,h6,h11. The device was returned to the factory for evaluation on 02/02/2026. An investigation was conducted on 02/05/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the hot jaw was observed to be peeled from the center of the hot to the tip of the hot jaw. The clear insulation on the entire cold jaw was observed to be peeled off the cold metal jaw. The detached silicone insulation of the cold jaw was not returned for evaluation. The heater wire flexed away from the hot jaw at the center of jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device successfully transected tissue five (5) times. No further evaluation was conduced due to the condition of the heater wire as well as the peeled cold jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed, however, the analyzed failures "peeled; delaminated; jaw" and "material twisted/ bent wire" was observed. The lot # 3000487066 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, e2, e3, g3, g6, h2, h6, h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure -saphenous harvest, vasoview hemopro 2 failed to cut the branch. Sailine test was done, no smoke was observed, no intermittent tone was observed. The pre-cautery test performed per the IFU. The extension cord, adaptor and power supply were not swapped. The extension cable and adaptor were 3 months old. The setting on the power supply was 3. New device was used to complete the procedure. There was no prodecular delay. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site address line 2 exceeds character limitations: b)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut the branch. Sailine test was done, no smoke was observed. A new device was used to completed the procedure.